Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported the unit was set at 60, sensitivity at 1, but it was pacing at 129. The unit started pacing at 60 again after being "banged" on desk. Follow-up information received found that the unit was previously used on a patient when this condition was seen. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken. Heart lead flex was misaligned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.